Event description:
During a follow-up in clinic, episodes of post-paced t-wave oversensing due to fusion were observed on the device. Technical support was contacted and provided reprogramming suggestions which will be implemented at the next follow-up in clinic. The patient was stable and will continue to be monitored.